Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. A buildup of biological material was found in both jaws. The buildup of biological material in the bottom jaw appeared to be more severe. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The indicator clip fired indicating that there were no clips remaining in the device. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were returned, there was a buildup of biological material in the jaws. The buildup of biological material could prevent the clips from loading properly. There were no functional issues found with the device. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit misfiring" was confirmed based upon the sample received. Upon functional inspection, the indicator clip fired indicating that there were no clips remaining in the device. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were returned, there was a buildup of biological material in the jaws. The buildup of biological material could prevent the clips from loading properly. There were no functional issues found with the device. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event.

Event description:
It was reported that after two successful loading and firing of the clip, the clip did not load correctly. The device was removed from the patient, dry fired the clip four times and still was not able to load correctly as it came out closed but not locked.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73d1800213 investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after two successful loading and firing of the clip, the clip did not load correctly. The device was removed from the patient, dry fired the clip four times and still was not able to load correctly as it came out closed but not locked.